Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, intra-op, the movable tip of the curette appeared to have partially snapped. The trigger to move the tip of the curette up and down still worked but then when locked the curette the tip continued to move. The tip was also slightly bent outwards meaning it was unable to be removed directly through the access channel and therefore the whole lot had to be removed together. There were no parts left in the patient. Patient complications were unknown at the time of this event. The movable tip of the curette was left inside the vertebral body. The doctor then continued with the procedure i.e. Filling the vertebral body with the cement. Patient complications were still unknown.